Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument did not open or move during procedure and got stuck. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. It was actually brand new. One of the tips broke in the patient. They were doing a robotic hernia repair, so the tissue was soft. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the force bipolar instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed an electrical continuity test. For clarification, the conductor wire within the grip hub was preventing full articulation at the distal tip. The components adjacent to the dislodged wire did not show damage. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the instrument was inspected prior to use. It was actually brand new. One of the tips broke in the patient. The customer was doing a robotic hernia repair, so the tissue was soft. Patient demographic information was not provided. During the procedure, there was no indication that the instrument collided with any other instrument or tool. However, an incident did occur where a fragment from the instrument fell inside the patient's anatomy. This fragment was successfully retrieved during the same procedure, and all fragments were recovered by the doctor using another instrument. No additional intervention was required to remove the fragment, and there were no tests such as x-rays or ultrasounds performed to verify the absence of any remaining fragments. The procedure was completed as normal, with the medical team using a different instrument to finish the operation. Since the incident, the patient has not returned to the hospital due to complications related to retaining a foreign object. At this time, it is uncertain whether the piece of equipment from which the fragment fell is available for return and evaluation, and it is also not clear if the retrieved fragment will be returned to isi.